Event description:
Inbound; pt requests replacement pump be sent due to one pump consistently incorrectly sensing volume of medication in cartridge; cartridge chamber sensor fault, resulting in early low cartridge alerts. Task entered for replacement pump. Pt to start tyvaso soon. No further details provided.